Event description:
At refill, the actual residual volume (4.3 ml) was greater than the expected volume (.2ml); this was within specification; however, the patient paid out of pocket for his medication refill, so he wanted to get as little as possible back at refills. A catheter dye study was attempted, but they were unable to pull back any drug. They were planning to send the patient for an MRI to make sure there were no problems. The patient was reported to be "fine." It was thought that the pump was used to deliver morphine, baclofen and something else. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).